Event description:
It was reported that during surgery, the doctor noted that metal parts were shaving. The surgeon tried to remove all pieces but was not sure if all metal abrasions were retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.